Event description:
It was reported that a homechoice cassette leaked from an unspecified location. This was described as when the home patient (hp) went to remove the cassette from the homechoice cycler, "it was completely wet". This occurred during as unknown process step of peritoneal dialysis therapy. Renal technical services (rts) assisted the patient to power cycle the machine, remove the supplies and advised the hp to wipe the inside the cassette door. Rts guided the hp to start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: manufacturing facility - this device was manufactured at one of the two following manufacturing sites: vantive healthcare - mountain home: 1900 n highway 201, mountain home, ar 72653, united states. Vantive healthcare - dominican republic: carretera sanchez km 18.5, parque industrial itabo, piisa, haina, san cristobal 91000, dominican republic. H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.